Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by abdominal pain. It was further reported the patient did not have peritonitis. The cause of the event was not reported. The patient was hospitalized for the events and received unspecified prophylactic antibiotics. According to the reporter, four days after hospitalization, the patient experienced an irregular heartbeat and subsequently passed away. At that time the reporter stated, ¿the patient had not been ruled out for peritonitis¿. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.